Event description:
On 2/12/93 patient went to surgery for wiring and fusion of c1 & c2. On 10/15/93 we were notified that it was discovered that the wire in patient's spine was broken & needed to be replaced. Patient returned to the or on 10/6/93. The wire was removed & broken. Another wire was inserted to complete the operation (wiring & fusion of c1 & c2).